Event description:
Procedure: lap rectum resection. According to the reporter - the item was used to transect the rectum: no staples were in the tissue, but the tissue was cut and they had an open situation. The surgeon tried it twice with new devices, but the same situation was noticed. To complete the procedure, they convert to open surgery. No reinforcement material was used. The op was extend for more than 30 minutes, no blood loss, the incision had to be extended.

Manufacturer narrative:
(B)(4).